Event description:
It was reported that during a colon procedure, the device would not open. When the operating nurse gave the stapler to the surgeon, he could not open it nor use it. The stapler was never in contact with the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with one ecr60b cartridge reload present. The cartridge reload was received fully fired. The device was received with the anvil closed and with the indicator in the lock position. Please note that the device is designed with a lock out safety feature to prevent the device from being fired with a spent cartridge reload. In order to open a locked device a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted.